Manufacturer narrative:
The reported unused device was returned in its original unopened package for evaluation. Visual inspection by the packaging engineer identified a hole on the plastic side of the sterile pouch. This defect was most likely caused by the prongs of the device puncturing the plastic after the sealing process took place. This hole caused a breach in sterility. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, one complaint has been reported for this product and failure mode. A two-year review of complaint history revealed (B)(4) complaints involving (B)(4) devices have been reported. During this same time frame, (B)(4) devices have been sold worldwide. A risk analysis was performed and the risk was deemed acceptable. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This incident type will continue to be monitored through the complaint system.

Event description:
The distributor in (B)(6) reported a scratch on the packaging of a 160656 lap probe that was identified during incoming inspection. In this instance, there was no patient involvement as the packaging anomaly was discovered prior to distribution to an end-user. This rejection report was for (B)(6) 2017. Conmed received it and the decision to not report this cosmetic defect was made in (B)(6) 2017. The reported device was returned to conmed for evaluation and a breach in sterility was found. This report is raised on the basis of the sterile breach identified during the device evaluation.